Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. We checked the returned unit and confirmed that the operation channel stuck accessory/object. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility on the operation channel. In addition, we confirmed that the bending rubber cut, and the remote control buttons misconfigured; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0588(channel)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 115 mg/dl.